Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, there was right ventricular (rv) lead placement difficulty and optimal parameters could not be achieved. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.